Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she changed the battery and then received an unexpected restart alarm. The customer's blood glucose reading ranged from 397 to 400 mg/dl. The alarm history showed 2 unexpected restart alarms. Customer declined high blood glucose level troubleshooting. The customer was advised to monitor her blood glucose levels. Customer was sent a replacement battery cap and a belt clip.